Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient's surgery was in (B)(6) or (B)(6) 2016. It was noted the surgery wasn't done by their regular doctor because they refused due to the patient being mentally unwell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the device for treatment of congenital hydrocephalus. Over the last 7 months, the valve had changed settings 3 times without being exposed to magnetic resonance imaging (MRI). Each time they had been reprogrammed by the neurosurgeon on the next appointment. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.